Event description:
It was reported that during a resuscitation of a drowning patient, no clinical data could be seen on the autopulse platform's display. Customer reported that there were horizontal lines on the screen. No adverse patient sequelae was reported. Customer would not disclose if a patient death was involved during the call. No further information was provided.

Manufacturer narrative:
Please see related MFR. Report # 3010617000-2015-00303 for second issue reported for the same patient. The autopulse platform in complaint was returned to zoll on 05/14/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found that the lcd, battery lock and battery compartment were damaged. The damaged lcd confirmed the customer's reported complaint. The platform underwent initial functional testing with no faults or errors exhibited. The platform also underwent and passed load cell characterization testing, which confirmed that both load cells are functioning properly. A review of the platform's archive data was performed and found multiple user advisory (ua) 20 (position out of range (no unwind)) and ua 42 (force overload tripped) messages on the reported event date of (B)(6) 2015. It should be noted that ua 20 is exhibited when the lifeband is not fully unwound, causing the encoder to be out of position and ua 42 is exhibited when the maximum amount of force has been applied during compressions. The autopulse is designed to exhibit ua's to prevent patient injury. Based on the investigation, the parts identified for replacement were the lcd, the battery lock and the battery compartment. During replacement of the battery compartment, it was found that the bottom enclosure was damaged. The bottom enclosure was also identified for replacement. The platform then underwent and passed all final functional testing. In summary, the customer's reported complaint that no clinical data could be seen on the autopulse platform's display screen and that there were horizontal lines on the screen was confirmed during visual inspection. The cause was determined to be a damaged lcd. The root cause of the damaged lcd could not be determined. However, it may have been due to water damage incurred while the platform was used on a drowning patient.